Event description:
According to the pt's wife, "her husband catheterized himself without looking at the tip and it caused bleeding. Upon looking at the tip it was cut off. "Pt is in a rehab hosp, and was seen by a physician. According to the wife, the physician said that no treatment was necessary.